Event description:
A customer contacted baxter's technical service center regarding an overprime of the patient line during use on the home choice (hc) machine. The technical service representative (tsr) reviewed proper setup and found that the patient had the end of the patient line lower than the machine during prime. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the issue was resolved and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error - patient connector lower than heater bag. The label review found the labeling adequate for the use error in this complaint.